Manufacturer narrative:
Because the device was not returned to concentric medical, a complete investigation could not be performed. The mfg records for merci retriever v 3.0 firm, lot #, 33717, were reviewed and no anomalies were found that are related to this complaint.

Event description:
The right carotid artery was extremely tortuous with atheroma that was almost completely occlusive. A 9f bgc was used for proximal protection during stent placement in the right carotid artery occlusion. Flow was restored in the right carotid artery. Clot was located in m1 segment of right mca. There was very little collateral flow. Distal access catheter (dac 057), a microcatheter 18l and a headliner guidewire were used to access the clot. Retriever v 3.0 firm was used to try to remove the m1 clot. The physician encountered difficulty withdrawing the retriever from the mca. The distal loop of the retriever retained its shape and would not resheath into the microcatheter or the distal access catheter, nor could the retriever be withdrawn from the vessel. The physician thought the retriever got caught on atheroma in the mca. The retriever was purposely over-torqued to break it, and a snare was used to try to retrieve the broken device. The snare engaged the retriever, but the snare could not be withdrawn, so the snare was left in place. The pt subsequently expired from the stroke. The physician stated that the difficulties with the retriever did not alter the outcome of the pt. There was no evidence of concentric medical device malfunction and the device instructions for use lists related possible complications.